Manufacturer narrative:
(B)(4). Date sent: 8/22/2016. Batch # m9337e. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by the "followings" were not delivered by the device? The clips (after the 1st clips) were not delivered. Did you mean the clips were not deployed from the device? Yes. Or did you mean the clips were not fed by the device? No.

Event description:
It was reported that during a laparoscopic procedure, during use on the cystic artery it was noticed that the clips didn't hold and the followings were not delivered by the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.